Event description:
It was reported that a novum iq syringe pump had a broken ribbon cable and would not connect. The process step and if a patient was connected at the time the event was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection of the interior of the pump was performed, and it was noted that the ui to front panel flex was torn (failed component). The reported condition was verified. The cause of the reported condition was a torn ui to front panel flex was torn (failed component). To resolve this issue, the ui to front panel flex will be replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.